Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." Evaluation of the returned component found that it was still assembled with the taper adapter. The bearing surface of the component showed random and approximately parallel sets of scratches or indentations, which are possible indications of damage from subluxation or dislocation of the head. The bearing surface also exhibited wear, apparently due to a third body material trapped in the clearance. The back side of the component showed deformation marks, possibly from surgical removal. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established. The user facility was notified of the event on march 10, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed march 11, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2011, due to signs of metalosis and lack of bone ingrowth. The acetabular cup, modular head, and taper adapter were all removed.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2007. Subsequently, the patient was revised on (B)(6), 2011, due to signs of metalosis and lack of bone ingrowth. The acetabular cup, modular head, and taper adapter were all removed.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.